Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-1524, awareness date 21-oct-2015 ). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted in 2009 and experienced multiple problems since then. She suffered daily pelvic pain, abdominal bloating, headaches daily, endocrine problems (diabetes and hypothyroid), leg swelling, mood disorders, horrible periods (clotting, black blood, heavy flow, dizziness and severe cramping), concentration problems and joint pain almost debilitating. She was scheduled for a total hysterectomy and salpingectomy with a gynecologist. Result and assessment of the product technical complaint investigation received on 11-nov-2015: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The reported medical event(s) are not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Company causality comment this non-medically confirmed spontaneous case identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and suffered daily pelvic pain and diabetes. These events are serious due to their medical importance. The pelvic pain is listed while diabetes is unlisted in the reference safety information for essure. Considering the nature of pelvic pain, its localization and lack of alternative explanation, the causal relationship with essure inserts cannot be excluded. In contrast, considering the physiopathology of diabetes, it is unlikely that essure would cause this event. This case is regarded as incident since a device removal will be required. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs